Manufacturer narrative:
The electrode lot number and expiration date were not provided. On the field service engineer's (fse) initial service visit, inspected the module and realigned the diluent nozzle; replaced the vacuum, sipper nozzles, and sample probe; and cleaned the salt bridges from the electrodes. He performed multiple air purges, reagent primes, and ion-selective electrode (ise) checks. He verified the vacuum, scrub bubble, and reagent in the mixing vessel's conditions. He also checked for ise noise alarms. The customer performed calibrations and qcs with successful results. On the fse's second service visit, ise noises were noted. He cleaned the vacuum line, replaced the diaphragms in the vacuum pump, and checked the tubing. He fixed the cable ties of the vacuum lines. He again performed ise checks and verified the vacuum's condition. He adjusted the sample probe. He performed calibrations and qcs and an ise noise alarm was still noted. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode results from about 120 patient samples tested on the cobas 8000 cobas ise module (double). The following are examples of discrepant results provided: sample 1: the initial na result was 136.6 mmol/l. The repeat result was 145.6 mmol/l. Sample 2: the initial na result was 132.1 mmol/l. The repeat result was 140 mmol/l. Sample 3: the initial na result was 134.1 mmol/l. The repeat result was 142 mmol/l. Sample 4: the initial na result was 132.2 mmol/l. The repeat result was 139 mmol/l. Sample 5: the initial na result was 138.9 mmol/l. The repeat result was 146 mmol/l. Sample 6: the initial na result was 142.5 mmol/l. The repeat result was 149.3 mmol/l. Sample 7: the initial na result was 131.9 mmol/l. The repeat result was 138.1 mmol/l. Sample 8: the initial na result was 132.5 mmol/l. The repeat result was 138.7 mmol/l.

Manufacturer narrative:
On the field service engineer's (fse) third service visit, he investigated the ion-selective electrode (ise) noise. He cleaned the vacuum line, changed the diaphragms in the vacuum pump, and fixed a kinked tubing. He performed an ise check with acceptable results. He also adjusted the sample probe as it was very close to the vacuum nozzle. He performed calibrations and qc with acceptable results. The investigation determined a misadjustment in the analyzer had caused the event. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.